Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's current blood glucose was 188mg/dl. The customer was treating with injection. The customer's blood glucose during the incident was 285mg/dl. During fixed prime customer stated the insulin exited and pump alarmed no delivery. The customer was advised to push insulin slowly through the tubing, customer stated insulin did not exit with plunger push. The customer was advised the device will be replaced.